Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients pump was being explanted. Prior to the explant, the patient had 275 mcg baclofen remaining in pump. The reason for explant was indicated as "it's just not working". There were no symptoms reported. The drug delivered via pump was baclofen. Additional information had been reported but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Further information initially indicated that the patient's dosage had been reduced to minimum infusion in order to avoid withdrawal. It was reported that the patient "never benefited from baclofen therapy and wanted the device removed." Additional information indicated that nothing had been explanted, and the patient was receiving 85mcg/day lioresal. The patient's healthcare providers were switching the patient's medication to dilaudid at his next pump fill on (B)(6) 2013. No additional information was reported.

Manufacturer narrative:
The previously reported device manufacturing information has been updated per this report. The previously reported explant date (B)(6) 2012 no longer applies. Additional information indicated that the system was never explanted. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.